Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# va09h3h, product type: lead. (B)(4).

Event description:
It was reported that ¿some electrodes¿ were out of range and too high, >10,000 ohms. It was reported there were no symptoms associated with the event.